Event description:
The customer reported to beckman coulter inc that the blood sampling valve (bsv) probe was leaking on the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The operator was wearing personal protective equipment at the time of the event. There were no injuries or exposures to any laboratory personnel. No patient results were affected by this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and inspected the system. The fse identified two separate leaks. The fse found that the probe was leaking due to a loose rinse block and blood sampling valve. The fse also identified a leak at the diff mixing chamber from a hole in the sample line tubing. The fse tightened the blood sampling valve and realigned the rinse block. The fse then removed and replaced the leaking tubing at the diff mixing chamber. The repairs were verified according to established procedures. (B)(4).